Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device not available.

Event description:
Rep reported that after a previous explantation of a screw from an anchorage plate construct on (B)(6) 2015, the remainder of the construct (plate and screws) were explanted on (B)(6) 2016 due to "painful hardware". This event is for the explantation of the remainder of the primary implants on (B)(6) 2016.